Event description:
Further information was received from the physician that the patient did not have an infection at the generator site. The physician did not know what the cause of the extrusion was.

Manufacturer narrative:
Device evaluation is not necessary because the reported event have been determined as not related to vns therapy, but rather to the presence of the device.

Event description:
It was reported by that patient underwent a cardioversion procedure. Following the procedure the patient¿s generator pocket appeared infected and the skin around the generator was breaking down which caused the generator to extrude. The physician was concerned that the cardioversion procedure could have contributed to the generator extrusion. The patient was referred for surgery due to the generator extruding from the body. The patient's generator was explanted and no replacement occurred at that time. A manufacturing review was performed which showed the generator and lead were sterilized prior to distribution. No additional relevant information has been received to date.